Event description:
A cervical screw backout was reported. The surgery was performed in 2006. Pt presented with radicular pain associated with the incision. X-ray showed screw backout is about 3mm above the plate. The surgery alleviated the original symptoms and, at this time, there is no longer any radicular pain. At this time, there is no need to explant the device.

Manufacturer narrative:
Device is not being returned for evaluation ( it will remain in the pt); therefore, no evaluation method could be indicated.